Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: no samples (including photos) were returned for the reported issue of "damaged" with the venflon I 22ga 0.8 mm x 25mm from lot number 2176900 regarding item # 391591, so retention samples were used for the investigation. The investigating team has used the retention samples of lot number 2176900 regarding item # 391591 for investigating the reported defect. The investigation and simulation were carried out on two retention samples where the investigating team has conducted tests for damaged and no retention sample found damage. Since there are no photographs or samples available for further investigation, the plant has requested for a return of the sample for further analysis of root cause and corrective preventive action. The complaint is inconclusive. The defect could not be further investigated or confirmed.

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters were tight and became damaged after inserting them. The following information was provided by the initial reporter: ¿during venflon I insertion hcw feels tightness/hard so they are trying to insert more than single prick which leads to... Ivc damage."